Event description:
Info received indicates the device was explanted due to stenosis. Product inspection at retrieval noted pannus overgrowth formation and fibrous in-growth obstructing the lumen at the bottom of the valve. The product was replaced with no additional pt complication reported.